Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion set. The cannula of the infusion set became "dislodged" during the night, but the patient could not change the infusion set due to a rewind error message on the infusion device. The patient experienced elevated blood glucose levels. The blood glucose results at the hospital were not provided. The type of treatment given to the patient was not provided. The patient was hospitalized for two days. The infusion set lot number was not provided. The infusion set is not expected to be returned for product evaluation.